Manufacturer narrative:
(B)(4). Additional information: upon follow up it was reported the patient experienced peritonitis. The previously reported event of cloudy effluent was a manifestation of the peritonitis. The cause of peritonitis was unknown. Three days after onset, the patient was hospitalized for the event of peritonitis. One day after onset of the event, the patient began treatment with amikacin 500mg, (frequency and route not reported) and ceftazidime (dose, frequency and route not reported) for peritonitis. Seven days after initiation, the antibiotics were discontinued and on the same day, the patient was discharged from the hospital. On the same day, dianeal pd4 2.5% therapy was discontinued due to unreported reason. The action taken with dianeal pd4 4.25% was not reported. At the time of this report the patient outcome was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent. The patient was hospitalized for the event for twenty days. The patient was treated with unspecified antibiotics (dose, frequency, and route not reported) for the event. The patient's recovery status was not reported. It was reported that the patient's catheter was scheduled to be removed on an unreported date. No additional information is available.